Manufacturer narrative:
Evaluation summary: repeated use causes the cable to break off.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states within the (B)(6) region stating "there was no video image involving pentax medical video gastroscope model eg-2990i, serial number (B)(4). The customer responded to a good faith effort attempt via email on 07-sep-2021 and stated the event occurred during the diagnostic procedure. The customer also stated that no accessory was used during the procedure and there were no patient/ user injuries, adverse events, delays or medical intervention reported. The gastroscope was used to complete the procedure and the facility follows ifus. The endoscope was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement. The loaner endoscope was received by pentax medical for evaluation on 08-sep-2021 under service order (B)(4) and the endoscope is awaiting inspection as of 29-sep-2021. Model eg-2990i, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 24-sep-2021, a device history record (DHR) review for model eg-2990i, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 22-nov-2012 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 22-nov-2012. The investigation is in-process.